Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: unknown proximal tibia plate (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: date received by MFR: this date was inadvertently reported as 4/24/2019. The correct date is 4/25/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for three (3) unknown screws. Part#, lot# and UDI # is not available. This report is for three (3) unknown screws. PMA/510(k) number is not available. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during a hardware removal due to wound infection, it was noted that the extraction bolt was broken. Initially, in 2009, the patient had distal tibial plate implantation. During the procedure, three (3) unknown locking screws on the proximal side could not be extracted easily. The surgeon cut the unknown locking screws by the carbide drill bit and removed the unknown plate. The surgeon was able to remove the two (2) unknown screws successfully using the hollow reamer and the extraction bolt. However, while the surgeon was trying to remove the most proximal unknown locking screw, the extraction bolt broke off. The surgeon drilled until the contralateral bone by the hollow reamer and extracted the unknown locking screw using a needle-nose plier. As per surgeon, the three (3) unknown locking screws should be fixed bi-cortically, but they scarcely penetrated the contralateral bone. So, that induced porosis on self tap part of the unknown locking screw and made it difficult to remove the screws easily. The procedure was completed with a surgical delay of one (1) hour. The anesthetic time was prolonged from an hour to three (3) hours and the normal removal time is one (1) hour. The surgeon confirmed visually during the operation and confirmed by x-ray was taken on an unknown date after the procedure that there was no fragment left in the patient's body. The surgeon also confirmed that there was no problem after checking the broken devices. However, there is concern about the second fracture because the hole was big compared to the screw hole. So, there is a possibility of a second fracture because the hole was big. And as confirmed by the reporter, there had not been a second fracture. Patient and procedure outcome were unknown. (B)(4) captures intra-operative event while (B)(4) captures the post-operative event. Concomitant device : unknown proximal tibia plate ( part unknown, lot unknown, quantity 1) and unknown locking screws ( part unknown, lot unknown, quantity 3). This report is for three (3) unknown screws. This is report 2 of 2 for (B)(4).